Manufacturer narrative:
Event occurred sometime in 2017. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector broke off of a clearlink solution set and leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted the luer was separated from the luer lock, and there was a lack of solvent noted on the tubing tail end. Dimensional inspection as performed with no issues noted. The reported condition was verified and the cause is related to the machine used during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.